Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events ranging between 50-60 mg/dl; cause was unknown. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2019. The lowest blood glucose (bg) entered into the pump by the user was 170 mg/dl on (B)(6) 2019. Therefore, the complaint could not be confirmed. Based on the review of the log, there were no indications that the user performed any actions during the 12 hours prior to the morning of 12/19/2019 that could result in a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction: h4